Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act button was not responding. The customer blood glucose level was 115 mg/dl. Customer was assisted with troubleshooting. Customer states the alarm clock setting went off and customer cannot clear the alarm. Customer also states the time was advanced. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector.